Event description:
The user facility reported to terumo cardiovascular systems prior to endoscopic vein harvesting, during setup, the endoscope was blurry. The product was changed out. There was no delay to the surgical procedure. There was no patient involvement.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).